Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 29june2004. Device history record is not available as device is older than 10 years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a part of the metal was split from the hammer during a hip joint implant procedure. The piece penetrated the surgeon's chest. He was bleeding out of the thorax and had to leave the operation. The surgery was prolonged about twenty-five (25) minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed for the subject device (part number 399.420, hammer 500 grams, lot number 6027). The hammer was received with heavily deformed edges of the hammer body; one chip is broken off and several plastically deformed areas are visible. The hammer was manufactured and sold in june 2004. Considering the age of this article and that this instrument was used during several years, we conclude that the cause of failure is not due to any manufacturing related issues. Plastic deformation caused by repeated impacts on the edges of the hammer body may have led to a cold-work condition of the material and, consequently, to an increase in material hardness. The modified structure, combined with multiple impacts on the same area may induce chips to break off the hammer body. This complaint condition is likely a result of method of use and of wear after frequent use. The complaint is determined not to be a result of a detected manufacturer deficiency and there is no indication of a material or design related issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.